Event description:
It was reported by patient's wife that the paramedics reported "the defib/pacemaker component failed" and they had to externally defibrillate her husband several times. Paramedics had reported there was no sign of "defib activity." The patient is reported to have died. The cause of death has been requested and not received. Follow up later revealed patient had been mowing lawn when became unresponsive after which family did CPR for 10 minutes. When ems arrived, they did CPR with acls protocol for approximately 10 minutes for pea (pulseless electrical activity) and vt. Patient had return of pulse and transported to ER where he went back into pea and vt multiple times. EKG showed very wide complex rhythm when patient became bradycardic paced and was reported to have a good pulse with pacing. Electrolytes showed acute renal failure. Per the ER record, "the patient is known to have pacemaker-defibrillator that was not working at this time."

Event description:
It was reported by the patient's wife that the paramedics reported "the defib/pacemaker component failed" and they had to externally defibrillate her husband several times. Paramedics had reported there was no sign of the device "defib activity." The patient died. The cause of death has been requested and not received.

Event description:
It was reported by patient's wife that the paramedics reported "the defib/pacemaker component failed" and they had to externally defibrillate her husband several times. Paramedics had reported there was no sign of "defib activity." The patient is reported to have died. The cause of death has been requested and not received. Follow up later revealed patient had been mowing lawn when became unresponsive after which family did CPR for 10 minutes. When ems arrived, they did CPR with acls protocol for approximately 10 minutes for pea (pulseless electrical activity) and vt. Patient had return of pulse and transported to ER where he went back into pea and vt multiple times. EKG showed very wide complex rhythm when patient became bradycardic paced and was reported to have a good pulse with pacing. Per the ER record, "the patient is known to have pacemaker-defibrillator that was not working at this time."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.